Event description:
Case description: investigational results: novopen 4 - batch evg6150 the product was not returned for examination. Mixtard 30 penfill 3 ml 100iu/ml - batch unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: investigational results updated. Imdrf codes has been updated. Is non-reportable has been updated. Narrative updated accordingly. Final manufacturer's comment: (B)(6) 2021:the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Company comment: acetonaemia is assessed as unlisted according to the novo nordisk current ccds in mixtard 30 hm penfill. Relevant information on product handling training, operator of the device, storage of the device, device investigation and final diagnosis are unavailable for complete causality assessment. Patient's underlying diabetes mellitus is a significant confounding factor for the development of diabetic ketoacidosis. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30 hm penfill. H3 continued: evaluation summary novopen 4 - batch evg6150. The product was not returned for examination.

Event description:
Case description: investigational results: novopen 4 - batch evg6150. A visual examination of the returned product was performed. It was not possible to investigate the returned sample comprehensively due to the pen condition. Foreign dry matter observed on internal or external pen parts e.g. Dust, dirt or dried stains after a liquid. The observed problem was not related to any novo nordisk processes. The observed fault was a result of accidental damage during use of the device. The cartridge holder was damaged in its connection to the mechanical part of the pen. It was not possible to attach the cartridge holder correctly and the device could not function with a needle and a cartridge attached. The dose accuracy might be affected. The piston rod was difficult to retract. This was due to accumulation of foreign matter on the piston rod. The batch documentation had been reviewed and found to be normal. The fault was caused by accidental handling during use of the device. Since last submission the case has been updated with the following: -investigational results updated. -device tab updated. -imdrf codes has been updated. -narrative updated accordingly. Final manufacturer's comment: (B)(6) 2021:the suspected device novopen 4 has been returned to novo nordisk for evaluation. Upon investigation, it was found that cartridge holder is damaged. Faults identified on the device were caused by accidental handling during use of the device. If the user does not detect the fault on the cartridge holder there is a risk that the patient will only receive a partial or no dose at all and could experience hyperglycaemic related events. Company comment: acetonaemia is assessed as unlisted according to the novo nordisk current ccds in mixtard 30 hm penfill. With the available limited information, product handling error could have resulted in device breakage, affecting the dose accuracy and contributed to clinical event of acetonemia. Patient's underlying diabetes mellitus is a significant confounding factor for the development of diabetic ketoacidosis. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30 hm penfill. H3 continued: evaluation summary novopen 4 - batch evg6150. A visual examination of the returned product was performed. It was not possible to investigate the returned sample comprehensively due to the pen condition. Foreign dry matter observed on internal or external pen parts e.g. Dust, dirt or dried stains after a liquid. The observed problem was not related to any novo nordisk processes. The observed fault was a result of accidental damage during use of the device. The cartridge holder was damaged in its connection to the mechanical part of the pen. It was not possible to attach the cartridge holder correctly and the device could not function with a needle and a cartridge attached. The dose accuracy might be affected. The piston rod was difficult to retract. This was due to accumulation of foreign matter on the piston rod. The batch documentation had been reviewed and found to be normal. The fault was caused by accidental handling during use of the device.

Event description:
Novopen4 didn't push insulin, penfill holder is broken [device breakage], increase in acetone level in blood [acetonaemia ]. Case description: study ID: (B)(6). Study description: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height, weight and body mass index was not reported. This serious solicited report from (B)(6) was reported by a consumer as "increase in acetone level in blood(acetonaemia)" with an unspecified onset date , "novopen4 didn't push insulin, penfill holder is broken(device breakage)" with an unspecified onset date and concerned a (B)(6) female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", mixtard 30 hm penfill (insulin human) suspension for injection, 100 iu/ml, dose, frequency & route used- 40 iu - 20 iu, unknown from unknown start date and ongoing for "diabetes mellitus". Current condition: diabetes (type and duration was not reported), hypertension. Concomitant medications included - glucophage(metformin hydrochloride), concor 5 plus(bisoprolol fumarate, hydrochlorothiazide), vitamins nos. On an unspecified date, the patient's novopen 4 did not push insulin due to which the patient experienced increased acetone level in blood. The patient was hospitalized. Upon investigation it was found that the penfill holder was broken. The suspected novopen 4 was replaced. On an unspecified date, the patient recovered. Batch numbers novopen 4: evg615 and mixtard 30 hm penfill was requested. Action taken to novopen 4 was not reported. Action taken to mixtard 30 hm penfill was reported as no change. The outcome for the event "increase in acetone level in blood(acetonaemia)" was recovered. The outcome for the event "novopen4 didn't push insulin, penfill holder is broken(device breakage)" was recovered. Reporter's causality (novopen 4) - increase in acetone level in blood(acetonaemia) : probable. Novopen4 didn't push insulin, penfill holder is broken(device breakage) : probable. Company's causality (novopen 4) - increase in acetone level in blood(acetonaemia) : unlikely. Novopen4 didn't push insulin, penfill holder is broken(device breakage) : possible. Reporter's causality (mixtard 30 hm penfill) - increase in acetone level in blood(acetonaemia) : unlikely. Novopen4 didn't push insulin, penfill holder is broken(device breakage) : unlikely. Company's causality (mixtard 30 hm penfill) - increase in acetone level in blood(acetonaemia) : unlikely. Novopen4 didn't push insulin, penfill holder is broken(device breakage) : possible. Preliminary manufacturer's comment: 07-sep-2021: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No conclusion is reached. Company comment: acetonaemia is assessed as unlisted according to the novo nordisk current ccds in mixtard 30 hm penfill. Relevant information on product handling training, operator of the device, storage of the device, device investigation and final diagnosis are unavailable for complete causality assessment. Patient's underlying diabetes mellitus is a significant confounding factor for the development of diabetic ketoacidosis. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30 hm penfill.